Event description:
After the catheter was attached to continuous bladder irrigation (cbi) the surgeon noticed saline leaking from the catheter near the triple lumen site. The catheter was noted to have a puncture in it causing fluid to leak out."